Event description:
It was reported that during the post-operative device check, the right ventricular (rv) lead was found to have lower than expected r-wave and impedance measurements. Subsequent fluoroscopy check showed that the lead had dislodged. The patient was re-draped, the pocket was reopened, and the lead was repositioned. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.